Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The minicap and in lab luer connector were connected, disconnected, and leak tested with no issues noted. There was evidence of tool marks on the female connector; however, the tool marks most likely occurred during the patient's attempt to disconnect. The reported condition of damaged cracked/ broken female connector was not verified, however a separation between the female connector and main body was identified. The cause of the separation was due to inadequate solvent to the set during the assembly process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set was damaged. The damage was unspecified and was discovered while the transfer set was connected to a solution bag connector. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.